Manufacturer narrative:
Date of event: (B)(6) 2021. Submitted 29jan2021.

Event description:
The customer reported a power on self test alarm light emitting diode (led) failure. There was no patient involvement. The customer spoke with the remote service engineer (rse) and confirmed the error was present in the error log as well as the lights were flickering. The rse advised the customer to replace the power switch overlay and provided the part number to the customer. The customer asked for the part number for the user interface to power management board cable so the rse provided that as well. The customer replaced the power switch overlay and the issue was resolved.